Manufacturer narrative:
Conclusion: the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result main findings: the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. Consumables:l n/a the problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
Patient reported that on (B)(6) 2013 she experienced a blood glucose level of 87 mg/dl in the morning, ate breakfast and delivered an 8 unit bolus of insulin. Patient's normal blood glucose level was not provided. Patient stated at 1:45 pm she spoke with her mother and during the call the patient's mother noticed the patient spoke confused and informed the ambulance and doctor on call. Patient reported at 2 pm the doctor on call found her unconscious and gave her four glucagon injections; patient woke up. Patient did not required stationary treatment. Patient stated she and the doctor on call think the infusion device delivers too high insulin. No further information is available. Requested return of the alleged infusion device for evaluation.